Event description:
The hospital is experiencing quality issues with the btt port not holding air. The case was completed with the original kit. No pt effects reported by the hospital. Since the same btt port was used to complete the procedure, qa assumed that this failure was related to the inflation valve dislodged so the balloon would not hold air.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot number and the occurrence date were unk. There was no nonconformance which could have contributed to this failure mode. (B) (4).